Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient's blood glucose levels reached 16.2 mmol/l (291.6 mg/dl), while wearing the pod between 36 and 48 hours on the arm. It was noted that the cannula was bent. As treatment for the hyperglycemia, a new pod was applied.

Manufacturer narrative:
The received device was evaluated and found no bends or kinks on the soft cannula. Fluid was seen exiting the distal tip of the soft cannula. The downloaded data did not show any signs of struggle or pulse width increase. The downloaded data returned an 0x18 alarm, indicating the device has reached an empty reservoir. The device ran for 3673 pulses before alarming and deactivating.